Manufacturer narrative:
(B)(4). (B)(6).

Event description:
It was reported that the shaft was bent on the scope. This would cause complete loss of visualization during the procedure. A backup scope was available to complete the procedure with no delay reported. No patient impact was reported.

Manufacturer narrative:
Visual inspection and functional testing could not be performed because the device in question has not been returned for evaluation. Thus, the complaint could not be verified and a root cause could not be determined with confidence. It is difficult to perform an accurate evaluation of a failure without having the failed product to look at. As such the complaint is being closed without conclusion. However, if the product is returned in the future the complaint can be reopened and evaluated. Our quality department will continue to monitor for trends. No further investigation is required. (B)(4).